Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This ICD was explanted almost 8 years later due to an unrelated issue reported on report 2124215-2018-17960. The device was received for analysis.

Event description:
Boston scientific received information that this patient had received inappropriate shocks from conducted sinus tachycardias. A boston scientific field representative reported the device had been programmed to three zones, including a monitor only (mo) zone. Review of episode details showed the arrhythmia initially had been detected in the mo zone, and resulted in shock therapy delivery when the rate increased into the ventricular tachycardia zone. A boston scientific technical services consultant (ts) discussed that the device's detection enhancements did not prevent shock therapy delivery because the rate was initially detected in the mo zone. Ts discussed programming options for the patient's physician to consider. No adverse patient effects were reported, and the device remains implanted and in service.